Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint secondary lines dripping into the primary infusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ low sorbing secondary sets experienced blood backflow during infusion. The following information was provided by the initial reporter: there are around 3-6 occurrences on a daily basis of secondary lines dripping into the primary infusion (backflow). Usually two hangers are used to lower the secondary infusion, but now three or four are being used, but the issue keeps occurring. The infusion pumps involved in the events are checked by the hospital's biomedical engineering team and found that this issue is not related to the pumps. The issue is seen mostly with filtered lines and low sorbing sets.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ low sorbing secondary sets experienced blood backflow during infusion. The following information was provided by the initial reporter: there are around 3-6 occurrences on a daily basis of secondary lines dripping into the primary infusion (backflow). Usually two hangers are used to lower the secondary infusion, but now three or four are being used, but the issue keeps occurring. The infusion pumps involved in the events are checked by the hospital's biomedical engineering team and found that this issue is not related to the pumps. The issue is seen mostly with filtered lines and low sorbing sets.